Manufacturer narrative:
Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported material separation appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Event description:
This report is being filed due to material separation. It was reported that the patient presented with mixed mitral regurgitation grade 4. The first mitraclip (cds0601-xtr 81115u263) was deployed on the leaflets without a reported issue. During lock lever cap removal, the cap came off along with the threaded portion below the cap. Deployment continued without further issues and this clip was successfully implanted. Three additional mitraclips were successfully implanted, reducing the mr to grade 1. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.